Event description:
It was reported that pump displayed malfunction alarm with code 12, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided reset instructions, assisted with pump reset process, and advised caller to perform reset independently and call back if malfunction occurred again, with no additional outcome details reported.